Event description:
Consumer stated that while using the toothbrush clumps of bristles started falling out while brushing. Customer was using this new brush head for only a couple weeks.

Manufacturer narrative:
Manufacture date updated because product was returned.